Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. After further evaluation, the suspect medical device was changed from architect (B)(6) processing module, list 01l86-40, abbott laboratories, irving, texas, USA, to the architect stat troponin-I, list 02k41-27, abbott gmbh, wiesbaden, germany. MDR number 1415939-2026-00011-00 has been submitted, and all further information will be documented under that MDR number.

Event description:
The customer observed imprecise architect stat troponin-I results for two patients. The following data was provided: sid (B)(6), 73-year-old male processed on (B)(6) 2026: initial result processed on architect serial number (B)(6)= 30 repeat 30, sample was then processed on architect serial number (B)(6) results = 66 and 50. Sid (B)(6), 55-year-old male processed on (B)(6) 2026: initial run on (B)(6)= 643(not reported) repeat = <20, repeated on (B)(6)= <20, redraw from same patient = <20 on both (B)(6). Customer¿s reference range = 0-30 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed imprecise architect stat troponin-I results for two patients. The following data was provided: sid (B)(6), 73 year old male processed on (B)(6) 2026: initial result processed on architect serial number (B)(6) = 30 repeat 30. Sample was then processed on architect serial number (B)(6) results = 66 and 50. Sid (B)(6) 55 year old male processed on (B)(6) 2026: initial run on (B)(6) = 643(not reported) repeat = <20. Repeated on (B)(6) = <20. Redraw from same patient = <20 on both (B)(6). Customer¿s reference range = 0-30 ng/l no impact to patient management was reported.